Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous high blood glucose (bg) levels (200s - 300 at the highest). The customer delivered a bolus with the pump to address bg levels. Reportedly, the customer believed the cause of the high bg levels were due to settings adjustments and was in contact with their healthcare provider. Additionally, the customer stated had eaten a meal and this may be the cause of the bg levels at the time of the reported event.